Event description:
Humidifier on unit had black soot and burnt smell coming from it. Upon inspection we found that the insulation material was breaking down causing the unit to emit a burning smell and possible fire hazard. Ohmeda is aware of the problem and issued a design change for 2006, but never sent out replacements to the facilities that had the older design (pre 2006) for upgrade.